Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 3057, lot# serial# unknown, implanted: (B)(6) 2018, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with external neurostimulator (ens) for urge urgency frequency. It was reported the patient had back pain. It was noted the patient began the trial on (B)(6). Additional information from a consumer on (B)(6) reported her leads came out on (B)(6). The patient stated she went to the healthcare professional (hcp) on (B)(6) to have the leads reinserted. Additional information from the consumer on (B)(6) reported the hcp stated the stimulation was vise versa. It stated on the controller that she was on the left side, but actually it was the right being stimulated. It was noted the patient was not seeing improvement, the patient tried to switch to the left side and stimulation was in her back and not the bicycle seat area. The patient switched to the right side at 1.8 and felt stimulation in the bicycle seat area. There were no further complications that have been reported as a result of this event.